Event description:
It was reported that during the implant procedure, when the device was connected to the leads, there was intermittent loss of pacing. When pacing appeared on the monitor, the pacing in unipolar mode. Testing of the leads showed appropriate function through the analyzer. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 lead, implanted (B)(6) 2006. (B)(4).